Event description:
**Update**(B)(4) 2013 - legal claim received alleging that the patient suffers from disability, deformity, and pain. There is no new additional information that would affect the investigation.

Event description:
Legal claim alleges that the patient will require revision surgery. **update** (B)(6) 2013 - sales rep reported revison surgery due to high metal levels and pain. Part/lot was identified. Dor: (B)(6) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.